Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced both high and low blood glucose (bg) events while using the ilet bionic pancreas system. The user¿s bg rose to 349 mg/dl after running out of insulin and performing an early cartridge change. While the ilet was actively correcting the elevated bg, the user announced a ¿fake meal¿ to expedite correction dosing. This caused insulin stacking, resulting in a low bg of 49 mg/dl. The event occurred while the user was at their healthcare provider¿s office, and the provider assisted by giving the user soda and chocolate. No external assistance or medical intervention occurred.